Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysym. In 2005, a postoperative computed tomography scan revealed a type ii endoleak and a slight increase in the diameter of the aneurysmal sac. The aneurysm was surgically repaired and the devices were discarded by the facility. The pt tolerated the procedure.

Manufacturer narrative:
The devices were discarded by the facility. A review of the mfg paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pcc141400/lot#023083701).